Event description:
The report received via the study indicated that difficulty was experienced during withdrawal of the angioguard filter wire after stenting, as the capture sheath became snagged on the stent. The stent did not move from its deployed position, and they were eventually able to remove the angioguard system. The patient experienced an adverse event reported as a sudden ischemic stroke during the procedure, with aphasia and right sided hemi-paresis and neglect. Although the patient is said to be recovering well, the neurological damage was described as permanent. The site indicates the event was related to both the precise stent and angioguard ecgw.

Manufacturer narrative:
This is one of two products used during the same procedural setting. Please reference MFR. Report #s 1016427-2008-00124 and 9616099-2008-01117. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.